Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a large volume infusor was found to have leakage from the bladder of the device. This was noticed during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 10, 2014 to july 11, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection identified a leak in the reservoir of the device. The leak was coming from a hole that was 1.78 mm in length. The cause of the hole could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.